Event description:
A 3.0mm diameter by 30mm length s7 stent delivery system was inserted in an attempt to direct stent lesion in the proximal right coronary artery. As the stent delivery system was advanced to cross the target lesion, the guide catheter lost its support and disengaged. In an attempt to re-engage the coronary artery, the tip of the guide catheter hit the stent causing it to come halfway off the delivery balloon. Upon removal of the stent delivery system, the stent dislodged off the delivery balloon prior to being pulled into the sheath. The lesion was then treated with pre-dilatation of a ptca balloon and deployment of a s660 stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The guide catheter hitting the stent as it was re-engaged caused the stent to move on the delivery balloon. The instructions for use were not followed when the lesion was not pre-dilated.